Manufacturer narrative:
Other, other text: one device was returned for analysis. Visual inspection showed the right plunger case was cracked. No visible contamination and both seals were removed. Review of the event history log (ehl) did not show anything related to the reported issue. Functional testing included using mf series service test procedure and the reported issue was duplicated. The device was unable to connect to the network or download the firmware software. No ip address was available to connect the device using enable external communication. The cause of the external communicator not working was related to the interconnect board, however there were no visible damage and contamination to the interconnect board. The interconnect board was replaced, and the software was uploaded from the base unit to the head unit and re-calibrated and upgraded to v1.6.5 software. Service history review identified no indication that the complaint was related to a service of the device within the review period. B3: unknown; no information has been provided to date.

Event description:
It was reported that the external communicator was not working. No patient injury was reported.